Event description:
It was reported that when the device was used during a hysterectomy, the handle of the device broke when stapling. Another device was used to complete the case. There was no consequence to the patient